Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that their "lead is messed up and needs to be replaced". It was also reported that the device was oversensing. The lead remains in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.